Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Shortly after implantation and initiation of the impella cp, the purge flow decreased and the purge pressure (pp) increased until the alarm ¿pp high¿ occurred, followed by ¿pp blocked.¿ the local team was then contacted. Recommendations and best practices were communicated, and tissue plasminogen activator lysis protocol was sent in case the patient would be transferred to the ward with the impella after high-risk percutaneous coronary intervention. However, this did not occur; the pump was explanted in the catheterization lab and collected by the local team to send in for investigation. According to the treating physician, the activated clotting time prior to impella implantation was greater than 300 seconds. Protected percutaneous coronary intervention achieving full revascularization was noted. There was no harm to the patient and the impella will be returning.

Manufacturer narrative:
Section a patient information was updated.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. Note: the product has been received. However, the explant date still remains unknown. Upon receipt of this information a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.